Event description:
Customer reported the laser kept going into stand-by mode. No additional details are available. There was no report of injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report indicated the laser kept going into stand-by, which is not considered a reportable issue. Upon analysis of the returned fiber, the fiber cap was found to be broken off - the cap was not returned. The fiber condition would result in activation of the systems fiberlife function and send the system to standby mode. Based on the analysis findings, the fiber condition would result in a forward firing condition, which has been identified as a safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact, tissue probing and bending the tip at sharp angles may cause fiber damage or breakage.